Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not allowing to making cine. Upon further inspection, the fse found that the system was not allowing to make cine because the sms disk space was almost full. Fse recommended to delete the patient database and also found that one of the reconstructor computer disks was defective. The fse replaced the reconstructor disks and reconfigured it. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not allow filming and gave a disk space almost full error. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the image disks. The fse replaced the image disks, reconfigured them, and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.